Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c ring was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed in the tip of the cannula. The scope wash tubing as well as the c-ring wire was observed to be intact. No visual defects were observed. A mechanical evaluation was conducted. The toggle switch was manipulated and the c-ring was able to be retracted and extended, with no difficulty. Based on the return condition of the device, the reported failure "c-ring bent" is not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c ring was bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.